Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the emergency room, the device was unable to be reprogrammed. The tachy therapies were programmed off and the issue was resolved. The patient was in good condition.